Event description:
It was reported that during the implant procedure there was oversensing on the right atrial (ra) channel when the ra lead was connected to the implantable cardioverter defibrillator (ICD). The ra lead was disconnected and reconnected, however the oversensing continued as the device was placed back in the pocket. A grommet/set screw issue was suspected. The ra lead tested fine with the analyzer, however there were oversensing issues again when the lead was connected to a new device so a new lead was warranted. The device and lead were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The analyst indicated the atrial setscrew disengaged from setscrew socket and was stuck in the atrial grommet.